Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer went through the fill tubing process while connected to the site and inadvertently delivered insulin to themselves. There was no impact to the customer's blood glucose level. Tandem technical support instructed customer to monitor blood glucose and contact hcp if necessary.